Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing severe itchiness from the lifevest. The itchiness was reportedly located underneath where the garment touches and had no visible rash. The patient reported scratching so often that the itchy areas sometimes bleed. The patient's dermatologist prescribed "sarna" cream and provided light therapy for the irritation. The patient's doctor also reported that the itchiness might be due to decreased kidney function. Follow-up indicated that the irritation had improved.